Manufacturer narrative:
Evaluation summary: the lot review activities are in progress. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, the device has moved position. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of moved position; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. A possible root case is that device malposition/movement is an established risk associated with use of the system, which is clearly specified in product labeling. The reason for device movement may be intraoperative complications, stent positioning/deployment techniques used, or patient postoperative actions. The manufacturer internal reference number is: (B)(4).